Event description:
It was reported via repair work order that the nurse call docker cable had damaged sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.